Manufacturer narrative:
Review of the sterilization and manufacturing records indicated no abnormalities or non-conformances associated with these products. Review of complaint log shows no other related issues. Culture report to verify infection has not yet been made available.

Event description:
Patient underwent a revision surgery due to a screw backout. Patient underwent a mult-level (2) anterior cervical discectomy and fusion (acdf) surgery on (B)(6) 2014. Contrary to the IFU, the device was used in consecutive levels. The patient had revision surgery on (B)(6) 2014. The patient had some preexisting conditions including diabetes and heart disease. It was also reported that the patient had osteomyelitis. Films, microbiology data and when the osteomyelitis was diagnosed, was not available at the time of reporting. To date, no other issues have been reported.